Event description:
Bd 1 ml syringe luer-lok tip lot # 9036983 was taken from a closed package to be used to mix a patient medication in the hood of the 5west sterile compounding area. The pharmacy technician noticed a 2cm greyish fiber in the luer-lok tip vestibule prior to adding a needle. Pharmacist was notified and both agrees that the syringe was contaminated prior to being ta ken out of package and not suitable to prepare medication with syringe was put back within packaging to note lot number and check rest of that lot of syringe type/stack. No other syringes from that lot appeared contaminated.